Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("I was told a coil piece was in my uterus"), device breakage ("I was told a coil piece was in my uterus") and pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram one side was unsuccessful". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: sprintec, dapsone and ortho-cyclen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On (B)(6) 2012, 5 months 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and rash papular ("bumps and raised areas on my legs"). On (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("candida albicans vulvovaginitis") with vulvovaginal pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), migraine ("migraines"), headache ("headaches") and rash generalised ("body rash"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2014 bilateral salpingectomy to remove essure, (B)(6) 2017 ¿ laparoscopic removal. Hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fungal infection, rash papular, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, cervicitis, migraine, headache, vaginal discharge, rash generalised and vaginal infection outcome was unknown. The reporter considered abdominal pain, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash generalised, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: side was unsuccessful . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of ptc (product technical complaint ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion and device breakage ("I was told a coil piece was in my uterus") and pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram one side was unsuccessful". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: sprintec, dapsone and ortho-cyclen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On (B)(6) 2012, 5 months 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and rash papular ("bumps and raised areas on my legs"). On (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("candida albicans vulvovaginitis") with vulvovaginal pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), migraine ("migraines"), headache ("headaches") and rash generalised ("body rash"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery (05sep2014 - bilateral salpingectomy to remove essure,(B)(6) 2017 ¿ laparoscopic removal. Hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fungal infection, rash papular, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, cervicitis, migraine, headache, vaginal discharge, rash generalised and vaginal infection outcome was unknown. The reporter considered abdominal pain, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash generalised, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: side was unsuccessful . Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received, aka added, event added- device breakage, rash generalized, rash popular, vaginal infection. Events onset date added. Historical drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram one side was unsuccessful". The patient's past medical history included multiparous. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years 4 months after insertion of essure, the patient experienced candida infection ("candida albicans vulvovaginitis") with vulvovaginal pruritus and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fungal infection ("yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cervicitis ("cervicitis"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery ((B)(6) 2014 - bilateral salpingectomy to remove essure, (B)(6) 2017 ¿ laparoscopic removal.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fungal infection, vaginal haemorrhage, menorrhagia, candida infection, cervicitis, migraine, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain, candida infection, cervicitis, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: side was unsuccessful. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical record received: medically confirmed case, lot number, reporter information, other relevant history, lab data, product information, events abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), candida albicans, vulva vaginal itching, cervicitis, migraines, headaches, vaginal discharge, infection, hysterosalpingogram one side was unsuccessful were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("I was told a coil piece was in my uterus"), device breakage ("I was told a coil piece was in my uterus") and pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram one side was unsuccessful". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: sprintec, dapsone and ortho-cyclen. Concurrent conditions included obesity and kidney function abnormal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On (B)(6) 2012, 5 months 21 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and rash papular ("bumps and raised areas on my legs"). On (B)(6) 2014, the patient experienced vulvovaginal candidiasis ("candida albicans vulvovaginitis") with vulvovaginal pruritus. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), fungal infection ("yeast infections"), cervicitis ("cervicitis"), migraine ("migraines"), headache ("headaches"), rash generalised ("body rash") and rash ("skin rash"). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with surgery ((B)(6) 2014 - bilateral salpingectomy to remove essure, (B)(6) 2017 ¿ laparoscopic removal. Hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, device breakage, pelvic pain, abdominal pain, fungal infection, rash papular, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, cervicitis, migraine, headache, vaginal discharge, rash generalised and vaginal infection outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the rash was resolving. The reporter considered abdominal pain, cervicitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fungal infection, headache, menorrhagia, migraine, pelvic pain, rash, rash generalised, rash papular, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on an unknown date: side was unsuccessful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: pfs received event skin rashes was added. Outcome of event " dyspareunia, dysmenorrhea" were updated as recovered and skin rashes was updated as recovering" . Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and fungal infection ("yeast infections"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and fungal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fungal infection and pelvic pain to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.